Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting a gradual deterioration. The patient presented to the emergency room due to an inappropriate shock due to noise. Pacing impedance was less than 200 ohms and testing resulted in a shorted lead condition. This rv lead and associated competitive device were removed from service. Physical damage to the lead was noted on the shocking electrode, terminal end, conductor and insulation. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.